Manufacturer narrative:
Product is an instrument and is not implantable. Evaluation is pending.

Event description:
In 2008, the distributor reported that during surgery the prong broke on the driver. The surgeon was able to finish the case with another driver in the kit. No further info is available.